Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing blood glucose levels between 500 and 600 mg/dl for several nights leading up to the call. Blood glucose level at the time of the call was 152 mg/dl. The customer stated that she had been treating the high blood glucose levels with bolus. The customer was unable to complete troubleshooting as she did not have a tubing clamp available. A tubing clamp was shipped; the insulin pump was not replaced or returned for analysis.